Event description:
The reporter stated that the surgeon was inserting a 22.5 se/+2.0 diopter toric silicone lens and the trailing haptic tore off due to the msi-tr injector. The surgeon cut up the lens to remove it, and used a different injector to put in another same type lens. No pt injury.

Manufacturer narrative:
The product pertaining to this claim was not returned for evaluation, however, the lens was received. A visual inspection shows the lens is torn in half and one plate haptic is torn off into the optic and is missing. There is a portion of the other plate haptic torn off and missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for evaluation. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root cause for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.